Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (1058 mcg/ml at 607 mcg/day), bupivacaine (25 mg/ml at 14.3 mg/day) and sufenta (340 mcg/ml at 195 mcg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump had multiple motor stalls and recoveries starting in (B)(6) 2018. The last stall was on (B)(6) 2018 and it had not recovered. The caller wanted to program the pump to off state. The caller denied any emi or magnetic interaction with the pump. No patient symptoms were reported. The pump off password was provided and the pump was successfully turned off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2019-feb-08. The patient's weight was provided. No further complications were reported.